Event description:
Underwent attempted removal of bladder stone ("golf ball size") using 100 wt homium laser. After 'about two hours" of laser time, the lithotrite stone crushing forceps were used to break the stone into smaller fragments. One of the jaw tips broke off. The pt is scheduled to undergo an open procedure to remove the reaming stone pieces and the retained jaw; a t.u.r. Was also planned, but the prostate will be re-sected during the upcoming open procedure as well.